Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The customer's report could not be duplicated. Device logs confirmed that two shocks were successfully delivered on the reported event date. Rescue file data showed appropriate prompts, including "don't touch patient, analyzing," "shock advised," and "press flashing shock button," followed by confirmation that the shock button was pressed and therapy delivered. As the device is a semiautomatic AED 3, shock delivery requires user activation via the flashing shock button. The device subsequently underwent stress and electrical safety testing with no faults identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Please note for h6 codes column 1 is for the cardiac arrest patient and column 2 is for the staff member. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient experiencing cardiac arrest (age & gender unknown), the device self-discharged twice and inappropriately delivered energy to one member of the staff performing CPR. Complainant indicated that the clinician obtained another device to continue treating the cardiac arrest patient. Complainant reported the staff member who received the unintended delivery of energy while performing CPR had an ECG performed after the event; however, no additional information has been provided if subsequent treatment/intervention was required. Zoll has requested additional information.